Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 142 mg/dl at the time of incident. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no failed battery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.